Manufacturer narrative:
Product event summary: the afr-00001 catheter with an unknown lot number was returned and analyzed. No log file available for analysis. Two image files were returned from the field. Image files are of the review mode, with heart anatomy mapped along with pulse (pf) lesions. In conclusion, the clinical issue(arrhythmia and st elevation) cannot be assessed through data analysis. The product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient experienced neurologic and cardiac symptoms while walking in the post-operative area. The patient became tachycardic, developed high blood pressure, appeared ashen, and reported general malaise. Monitoring revealed arrhythmia and st elevation in lead avr (augmented vector right). The patient was hospitalized overnight. The physician noted that the patient ''had left main coronary artery disease'' and ''there was minor plaques, nothing that would have contributed to this event''. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.